Event description:
After application of umbilical cord clamp, the latch popped open while the infant was still in observation in labor and delivery. Mininal blood loss occurred. A new cord clamp was applied, and no add'l treatment was necessary.